Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that error message: no shock delivered, but it delivers a shock, error 90008 was in the log. There was no reported patient involvement.